Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 25) occurred. Customer could not recall whether the cartridge had been removed during pumping. Cartridge changes were performed to address the alarms. Customer's blood glucose level was 320 mg/dl.